Manufacturer narrative:
(Removed the following statement: anticipated but not begun), (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit against an object and as a result, the touch screen became shattered, unresponsive, and unreadable. Customer¿s blood glucose was 140 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.